Event description:
During deployment the subject was not resuscitated.

Manufacturer narrative:
(B)(4). Conclusion: the customer only reported a death after asking help retrieving data from the device's internal memory, this report is being filed due to pt outcome, there is no allegation of the device causing or contributing to the outcome.